Manufacturer narrative:
Concomitant medical products: 350mg hemin vial ndc 55292-702-54, lot number 288709, exp (B)(6) 2020, therapy date (B)(6) 2018 . The product has been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported a panhematin infusion was being administered through a filtered line, piggybacked to a normal saline primary line. Once the medication reached the texium the fluid became diluted, mostly saline. Seemingly, the panhematin was too thick to go through at that time. When the rn clamped the line, the panhematin started to flow through the texium but then air was visible. The panhematin, which degrades quickly, was close to the port of the patient and it was stopped by the rn. The panhematin was then dispensed using a taxol tubing set non-closed system which then ran smoothly. There was no report of patient harm.

Manufacturer narrative:
After further file review the event was deemed not reportable. Please disregard the initial submission.